Event description:
During iab insertion the surgeon was unable to advance the balloon past the sheath. The iab was replaced without incident. The pt remains in critical condition in the ICU with iab support.